Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m55 lead 2014. (B)(4).

Event description:
It was reported that the patient developed a hematoma at pocket location after initial implant. Approximately three weeks after implant the pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.